Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. Blood glucose level was impacted (250 mg/dl), and was addressed by delivering a bolus, via the pump. The pump was not within abnormal temperature conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.